Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after implanting the lead into the atrial septum, the threshold was not very ideal. Another position was attempted, but the catheter curvature was not ideal for that location and the lead was not implanted. A new lead was then used to complete the implant. No patient complications have been reported as a result of this event.